Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the implantable pulse generator (ipg) system was functioning well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a problem with their lead. The leads stopped working and that their implantable pulse generator (ipg) was in their armpit. The leads were revised and ipg system remain in use. No patient complications have been reported as a result of this event.